Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead, noise was observed on the rv pace/sense channel. The noise was oversensed and resulted in 1-1.5 seconds of pacing inhibition. The patient was noted to be pacemaker dependent, however, was observed to have an escape rhythm. One beat of noise was able to be reproduced with pocket manipulations. The noise was felt to be related to potential air bubbles in the header. The device was checked the next day and no further noise was observed. This product remains implanted and in service. No adverse patient effects were reported.